Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 09/17/2010, 09/30/2010, and 10/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).